Manufacturer narrative:
Footboard modules and the motion interrupt pan were damaged.

Event description:
It was reported by service report that the footboard modules and the motion interrupt pan were damaged. No patient involvement or adverse consequences were reported.